Event description:
This patient expired on (B)(6) 2013 due to ventricular arrhythmia. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the device was interrogated, revealing the battery status eos. The device was implanted for 71 months and 322 charging cycles were recorded to the device memory. The memory content of the device was inspected, revealing no anomalies. There was no indication of a device malfunction while the device was implanted and in service. Furthermore the inspection revealed that the eos status was triggered by the device 22 days after it was explanted, resulting from an automatic capacitor reformation most likely in a cold temperature environment. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional during analysis. There was no indication of a material or manufacturing problem. The ICD was implanted for 71 months; 322 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition of eri was found to be anticipated. The eos status was triggered 22 days after the explantation of the device due to influences of a cold temperature environment.